Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21996. It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed high lead impedance values. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Event description:
Additional information received indicated that surgical intervention may take place at later to address the issue.

Manufacturer narrative:
Correction: section b5 section d7: date of explant was reported in error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.